Manufacturer narrative:
(B)(4). Estimated date of event (reported as having occurred the week of (B)(6) 2014). Evaluation summary: the device was returned for evaluation. Because all related components were not returned with the device, the scope of this investigation was very limited and the reported cuff miss could not be confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a percutaneous transluminal angioplasty procedure. Reportedly, the sutures did not present. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. Incident happened in week of (B)(6) 2014. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.